Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass according to the reporter: called into case due to bleeding at staple line. Staple line was complete and okay but tissue right below the staple line was bleeding and a very small slice of tissue was sitting on top of the stomach completely unattached. This is what we were told is whiffling&#65533;. Its when tissue is caught in track of knife blade. Upon the blade coming back after firing, its suspected that the blade sliced a very small amount of tissue causing the bleeding. The reload was discarded and all deemed well. The next reload was loaded and fired and removed. They placed another reload on and the stapler handle indicator light blinked green, 2 blue lights lit up on either side and the red lights on top of the handle lit up. The stapler was replaced by a manual handle. Both firings were completed with proper staple formation. No reinforcement material was used. There was no tissue damage. There was no blood loss of 500ccs or more. There was no delay in surgical time by more than 30 minutes.

Manufacturer narrative:
(B)(4).